Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is moisture ingress behind the display and no power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The pump was opened to find moisture damage on all the internal components. Moisture damage was found in the battery compartment. A leak test was performed and failed due to a leak in the cracked u-groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.